Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misues does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.

Event description:
After the surgeon completed his tibial keel punch, the 3-5 tibialtower was removed from the tibia. Upon inspection, one of the tibial tower spikes had broken off and remained in tibial plateau. The broken spike was removed using a kocher clamp. There was a 1-minutedelay in the case. The patient was unaffected, and the case was completed successfully.